Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the issue was resolved without recurrence, allowing the customer to continue using the pump.